Event description:
It was reported, "upon the 2nd activation, the coag button was released and continued to output energy. The surgeon had to unplug the machine. This was the first time the product was used." It was also reported that there was no patient injury.

Manufacturer narrative:
Corrected information: this medwatch was originally submitted under number 1720159-2012-00087. The correct manufacturer number is actually 3007305485-2012-00087 due to the device being manufactured in our (B)(4) plant. This number is reflected on this report this report is submitted in place of medwatch 1720159-2012-00087. Added information: this is an FDA reportable event due to a (B)(4) event reported on medwatch 1720159-2010-00009, and, medwatch 1720159-2011-00057. The return of device is anticipated by conmed corporation; however, the device has not been received to date. Upon completion of the quality engineering evaluation a supplemental report will be filed.

Manufacturer narrative:
The reported device is a reusable electrosurgical device designed to be used as accessories in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current to the operative site for the desired surgical effect (tissue cutting or tissue coagulation). These reusable devices are designed for fifty (50) repeated uses when utilized in accordance to validated instructions for use. The device involved in the reported incident was never returned to conmed corporation for evaluation. The DHR/lhr, device history record/lot history record, review was not conducted as the lot number was not made available. The reported customer complaint cannot be conclusively confirmed; for, the device in question has not been made available for review. Without evaluating the suspect device a conclusive determination cannot be made. It is also unknown when the device has been placed into utilization, or, how many consecutive utilizations have been conducted with the suspect device; therefore, it is unknown if the device has been utilized beyond the intended life of the device. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the returned device; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.